Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that she was hospitalized on (B)(6) 2017 due to a diabetic ketoacidosis. Customer's blood glucose level was 475 mg/dl. The customer was nauseous, vomiting, and had abdominal pain. The customer's blood glucose level was treated with insulin drip. She was wearing the insulin pump at the time of hospitalization. Air bubbles were found along the tubing length. The device was not returned.